Event description:
Walking fast on a treadmill at the gym while being forced to wear a mask and I became severely dizzy and I couldn't take in enough air. I had to sit down and remove my mask so I didn't pass out. FDA safety report ID # (B)(4).